Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The user facility submitted medwatch (B)(4) for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump under infused during dexmedetomidine therapy at 3.7ml/hr continuous. The event occurred in medical intensive care unit. There was an unspecified adverse event with no additional information provided. It is unknown if there was any medical intervention required. No additional information is available.